Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that: DHR review for: manufacturing location: (B)(4). Manufacturing date: 20-mar-2014. Expiration date: 28-feb-2023. Part #: 04.003.256s, lot#: 7628191 (sterile) - 9mm ti lateral entry femoral recon nail-ex/380mm/rt-sterile. Quantity (B)(4) no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an open reduction internal fixation (orif) for a femur fracture was performed on (B)(6) 2016. During the surgery, the surgeon was having difficulties inserting the nail, therefore nail was removed and upon removing the nail it was discovered that nail was bent at the distal end. Surgeon further reamed the canal again and another backup nail was successfully implanted. A surgical delay of twenty (20) minutes was reported, patient was reported as stable after the procedure and procedure was successfully completed. This complaint involves one part. This report is 1 of 1 for com-(B)(4).